Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer did not know how to apply the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced symptoms of hyperglycemia and felt really tired, and was unable to treat themselves. Healthcare provider contact was made, and the customer was provided an IV, insulin (dosage unknown), and other medications for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported the customer did not know how to apply the adc freestyle libre sensor. On 28-feb-221, as a result, the customer experienced symptoms of hyperglycemia and felt really tired, and was unable to treat themselves. Healthcare provider contact was made, and the customer was provided an IV, insulin (dosage unknown), and other medications for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported sensor, sensor pack, and applicator. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the libre sensor and reported complaint and it concluded that the tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.